Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was over 400 mg/dl and 54 mg/dl. Customer's other blood glucose value was 49 mg/dl. The customer also reported that cracks on the battery compartment and reservoir compartment. The customer also stated that insulin pump was not deliver insulin. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.